Manufacturer narrative:
The initial MDR 2517506-2017-00572 was submitted on july 5, 2017. Additional information (6/26/2017): a siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse adjusted the bottom of the cuvette, aligned r1, inspected the drains, checked the vacuum and ran the service methods. The cse ran qc and results were in range. A siemens headquarter support center (hsc) engineer reviewed the available information and concluded that sample handling (pre-centrifugation, centrifugation, post-centrifugation) cannot be ruled out as a contributing factor to the discordant vancomycin results. The cause of the discordant vancomycin results is unknown. The analyzer is performing according to specifications. No further action required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant vancomycin results on two patient samples from a dimension vista 1500. The ccc investigated and found that quality control materials were in range on the date the samples were run. Ccc reports the customer is reporting vancomycin results and has no further issues. The cause of the discordant vancomycin results are unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported discordant vancomycin results on two patient samples from a dimension vista 1500. The initial results were released to the physician(s) who questioned the results. The same samples were repeated on the same dimension vista 1500. The repeat results were considered the correct result. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin results.